Event description:
The right ventricular lead was found to be dislodged into the right atrium in post-operation follow-up. During revision, the helix was unable to be retracted properly. The lead was explanted and replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended and clogged with blood/ tissue stopping the helix from being fully extended. After ultrasonically cleaned, the helix could be fully extended and retracted; the full helix extension length was measured within specifications. X-ray examination found the inner coil slightly bent in the distal region and over torqued inside the connector region consistent with attempted reposition. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual examination found damage consistent with that occurring at the time of explant procedure. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.